Event description:
A patient underwent a port placement procedure using a titanium low profile port. Post procedure on (B)(6) 2026, during routine assessment and device activation, it was identified that the catheter was disconnected from the reservoir. The patient subsequently required an emergency surgical procedure to correct the device. The patients current status is unknown.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. Photos were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.